Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal complication associated with device ('six women have died from complications') in six female patients who had essure inserted. Detailments of each individual patient, specific complications experienced and cause of death were not reported; nor were given details of essure insertion procedure or any associated conditions. Patients' concurrent conditions, concomitant medications or past medical history were not provided. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. It was reported that six female patients died due to complications associated with essure ('six women have died from complications'). Detailments of each individual patient, specific complications experienced and exact cause of death were not reported; nor were given details of essure insertion procedure, time elapsed between insertion and onset of complications, or any associated conditions. Patients' concurrent conditions, concomitant medications or past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported fatal complication associated with device as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal complication associated with device ('six women have died from complications') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced complication associated with device (seriousness criterion death). The reported cause of death was contraceptive device complication. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. This is retention case. All the information has been transferred from deletion (B)(4). References were updated. This case with very limited information was received via lawyer and refers to a social media post. It was reported that six female patients died due to complications associated with essure ('six women have died from complications'). Detailments of each individual patient, specific complications experienced and exact cause of death were not reported; nor were given details of essure insertion procedure, time elapsed between insertion and onset of complications, or any associated conditions. Patients' concurrent conditions, concomitant medications or past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported fatal complication associated with device as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.